Manufacturer narrative:
(B)(4)

Event description:
Medwatch report indicates that surgeon using the arthroscopic surgical blade on a female patient's shoulder (exact physical location within shoulder structure is unknown) when metal fragment was seen in the surgical site during use. The tip of the blade has what appears to be a missing portion on close examination.